Manufacturer narrative:
The futura is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incidents occured in (B)(6).

Event description:
"Left hemiplegia handle goes down and the patient fell. According to the spouse it must be tightened every week because it releases"